Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient received an alarm which was resolved. The next day on (B)(6) 2022, the patient faced an occlusion in his infusion set due to which he experienced high blood glucose level which they tried to treat with multiple daily injection. On the same day ((B)(6) 2022), the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. His highest blood glucose level was over 600 mg/dl. The infusion had been used for less than a day. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. No further information available.